Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer moved to another surgeon console. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that they were not able to swap the arm after setting up the 4th universal surgical manipulator (usm) arm. They were using the system with dual surgeon side consoles (sscs) and could not perform the give/take action from the ssc touchpad. The surgeon needed to move to another ssc. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed that there were no errors and explained to him that this issue may be caused by some message appearing (press arm swap) or that the surgeon was not head-in to the ssc. The customer would check it. The procedure was completed as planned with no report of patient injury. Intuitive followed up and obtained additional information. The procedure was completed with dual console. The issue did not occur after that. No troubleshooting was performed. There is no confirmed issue with the ssc. A mediastinal tumor resection was performed.